Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the surgeon clamped on adnexa with the device, and tried to fire, but would it not go. The device was reloaded and same thing happened, but surgeon forced the firing handle. The staples either did not form, or were not present, and bleeding occurred when the device was released. The surgeon was able to grasp bleeder and get an endoloop around the pedicle to gain hemostasis. Another like device was used to complete the case. There was no pt consequence.